Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the products said to be involved were not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the esophagogastroduodenoscopy procedure, a cook instinct endoscopic hemoclip was used. The area to be clipped was described as a post polypectomy defect approx 1 cm in size located in the first part of the duodenum. Three (3) clips were attached to the mucosa but would not release from the deployment device. In jiggling the catheters, the clips finally released onto the tissue and remained in the pt. See mdrs 1037905-2013-00835 and 1037905-2013-00837. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.